Manufacturer narrative:
The insulin pump passed displacement test. Basic occlusion test. Pump failed seating test due to faulty fsr (gold). Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that the insulin pump had motor error, no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin exit with the manual prime. Customer was able to complete insulin pump rewind. Customer stated the motor error was reoccurred within the last 30 days. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.